Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Spoke with (B)(6) about his 8100 pump sensor issue. Explained to him that this was common failure especially being 3 years old. Advised that this could be caused by normal wear and tear. Nurses may accidently push on the pressure sensor with their fingers or when these modules go in for cleaning the sensor may be damaged as well. Went over how to trouble shoot the check IV set errors using asm (determine if it is the upper or lower pressure sensor, ail, or logic board causing the issue). Also let him know that the 240.4150 errors may be triggered by the type of set and drug during the installation of the set into the pump. (B)(6) will pass on the information to the staff to be more aware about touching the pressure sensor.